Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "inadequate heparinized saline pre-flushing of the catheter resulted in air entrapment within the balloon lumen. This caused passive balloon expansion, leading to an outer diameter exceeding specifications and subsequent failure to advance through the sheath". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".